Event description:
Swelling and pain 5x's as a result of injection. Dose or amount: a 48 units, frequency: six months, route: intra-articular. Diagnosis or reason for use: right knee pain. "Event abated after use stopped or dose reduced: yes."